Event description:
It was reported that the pt previously had good coupling, however, the last time the pt tried to recharge she was unable to get any shaded boxes. The device pocket looked superficial. The antenna was repositioned and the antenna locate feature was tried. It was noted that while the stimulator looked superficial, the pocket looked bulky. The pt did not normally use the recharge belt, when the belt and extra spacer were tried there was no improvement in coupling. It was noted that the pt had lost approx 40 lbs in the previous two months. It was confirmed that the stimulator was flipped. The physician was able to manually flip the stimulator, and then the pt was able to recharge.

Manufacturer narrative:
(B)(4)